Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test and auxiliary control unit (acu) watchdog failure. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional testing. UDI information unknown.

Event description:
It was reported that the pump exhibited auxiliary control unit (acu) watchdog failure. No patient injury was reported.